Event description:
The clinic reported that a laser vision correction patient presented with large fiber at the superior hinge of left eye and foreign body sensation at the 2 weeks post treatment visit. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation in left eye. Patient reported symptoms are not interfering with daily activities. It was reported that patient had a flap lift and rinse performed. Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.50 x .00 x 90, left eye pre-op 20/20 -1.25 x -.50 x 70. No bcva post treatment provided

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.